Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) producing alarms was unable to be confirmed. The mpu, serial number (B)(6), was not returned for evaluation, and no log files are available. The provided information stated that the alarm was sounding and would not stop. The problem persisted after changing the battery, and regardless of which socket they used. Additional information provided stated that there were no log files of the event available. The root cause of the reported event could not be conclusively determined through this evaluation. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The relevant sections of the device history records for mobile power unit (serial number: (B)(6)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the alarms were sounding and would not stop. Several attempts were made to fix it, such as trying an alternate outlet, and changing the battery on the bottom, but the alarm was still sounding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.